Event description:
It was reported that pump touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from Technical Support for additional details, and Technical Support documented issue based on email report with no additional actions recorded.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.